Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a fingerstick reading of 376 mg/dl after performing an initial independent supply change on the ilet and observing an empty cartridge with insulin leakage inside; the user removed the infusion set, disconnected from the ilet, and administered backup insulin by manual injection, with guidance to remain disconnected for at least two hours and to complete a full supply change before reconnecting. Symptoms included elevated blood glucose. Outcomes included self-treatment with backup therapy and no hospitalization. Investigation included troubleshooting and education provided during the call. Investigation of this case revealed a suspected infusion or reservoir issue consistent with insulin leakage and an empty cartridge, with the exact cause undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.